Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. It was reported, the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported, that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached above 900 mg/dl, while wearing the pod. The patient reported, being unsure if the cannula was properly seated in the infusion site. The patient experienced had 2 heart attacks and was in a diabetic coma. At the hospital, the patient was given cardiopulmonary resuscitation (CPR). The patient was released a few days later. The pod was removed at the hospital.